Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient is incarcerated and was admitted to the hospital from the infirmary after having intermittent electrical faults, high watts, and ventricular assist device (vad) stopped alarms on (B)(6) 2017. Upon arrival, the patient's primary controller (B)(4) was exchanged to their back-up controller (B)(4). The patient continued to have intermittent alarms so the patient was exchanged to controller 2.0 (B)(4). Log files were sent and a vad stopped alarm was noted. Additional alarms were noted on sunday, (B)(6) 2017. Engineering made a site visit to assess the driveline on 2017sept25. No alarms could be reproduced. The connector was well seated in the controller and not loose. The driveline was removed from the controller. The pump was stopped for approximately 10 seconds to inspect the pins. The pins appeared to be intact and the pump was restarted without incident. Advanced ultraviolet degradation was noted throughout two-thirds of the exposed driveline. A splice repair was determined not to be required and a sheath repair was performed. It was suspected the alarms were related to the patient manipulating the driveline. There were no further alarms following the repair and the patient was discharged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was not returned for evaluation. (B)(4) were returned for evaluation. A review of the manufacturing documentation confirmed that (B)(4) and (B)(4) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controllers in relation to the reported event. Failure analysis revealed that (B)(4) passed functional testing and visual inspection. Failure analysis revealed that (B)(4) passed functional testing, but visual inspection revealed a loose power port 1 connector and a missing serial cap. These are additional observations not related to the reported event. Based on an investigation conducted, the most likely root cause of the loose connector on the controller can be attributed to inadequate thread lock, an inconsistent thread lock cure time, and an inadequate torque application during the assembly process. The missing serial cap is likely due to user's handling of the device. The reported controller alarms event was confirmed through log file analysis. Review of (B)(4)'s alarm file revealed 5 vad disconnect alarms, 3 electrical fault alarms, and 2 high watt alarms logged on (B)(6) 2017. 3 vad disconnect alarms were initially logged, indicative of physical disconnections of the driveline from the controller. The electrical faults and high watt alarms, as well as additional vad disconnect alarms, were subsequently logged. The electrical fault alarms were triggered due to an open phase on one of the stators, resulting in single stator operation. The high watt alarms were the result of the pump running on the single stator. These alarms are indicative of a brief intermittent connection of the driveline, followed by a physical disconnection of the driveline from the controller. Log files reveal that the controller was then exchanged to (B)(4), which was used for approximately two hours, during which time one vad disconnect alarm was logged. The controller was then exchanged again, to (B)(4). Two vad disconnect alarms, 3 electrical fault alarms due to open phases on the front stator, and 3 high watt alarms were logged on this controller on (B)(6) 2017 and (B)(6) 2017. No additional alarms were recorded prior to inspection of the driveline by an engineer on (B)(6) 2017. On-site inspection of the driveline confirmed that there were no recessed pins on the driveline connector. Electrical fault alarms were not able to be reproduced. On-site inspection also revealed discoloration and cracking of the outer sheath. This is an additional observation not related to the reported event. A driveline sheath repair was performed to mitigate the observed conditions. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Considering that the driveline was able to function properly during on-site inspection by the engineer and the returned controllers mated properly with a test driveline during failure analysis, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the electrical fault event may be attributed to improper connection of the driveline to the controllers. Other devices involved in this event: d4: controller (B)(4). Model #: 1403us expiry date: 2018-04-30 d10: yes, return date: 2018-02-20 UDI (B)(4). H3: yes h4: mfg date: 2017-04-30 h5: no h6: device code(s): c63055 h6: FDA method code(s): 10, 23, 3372, 38, 20 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 71 d4: controller 1.0 / (B)(4). H6: FDA method code(s): 20, 3317 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device/model: controller/con103520. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the returned controller passes functional testing but fails visual inspection. The power port 1 connector was found loose from the controller housing. Based on an investigation, the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The blue cap on the serial port is missing. Log file analysis revealed several electrical fault, high watt and vad disconnect alarms on (B)(6) 2017. A vad disconnect alarm was then logged at 12:25:53 and was cleared at 12:25:56. A motor start event was logged at 12:26:03. A vad disconnect alarm was then logged at 12:35:35 and was cleared at 12:35:38. A motor start event was logged at 12:35:49. A vad disconnect alarm was then logged at 13:33:20 and was cleared at 13:33:23. A motor start event was logged at 13:33:29. An electrical fault alarm was logged at 13:47:59 due to an open phase on the front stator, causing the pump to run on the rear stator only. A high watt alarm was logged 2 second later, due to the increased power consumption needed to run on a single stator. An electrical fault alarm was logged at 13:49:34 due to an open phase on the front stator, causing the pump to run on the rear stator only. A high watt alarm was logged 3 second later, due to the increased power consumption needed to run on a single stator. An electrical fault alarm was logged at 13:50:36 due to an open phase on the rear stator, causing the pump to run on the front stator only. A vad disconnect alarm was then logged at 13:54:41 and was cleared at 13:54:46. A motor start event was logged at 13:54:52. A vad disconnect alarm was then logged at 16:59:41. Other devices involved in this event: heartware ventricular assist system ¿ controller 1.0, controller 1.0 / (B)(4) / model #: 1403us / expiration date: 2017-05-31 UDI #: (B)(4), available for eval: yes, return date: 2017-11-22, evaluated by MFR: yes, mfg date: 2016-05-31 labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's primary controller was returned to the manufacturer, analyzed, and tested out of specification.